Event description:
Same case as: 2134265-2009-05189. It was reported that during a coronary stenting drug eluting treatment procedure, balloon withdrawal resistance and stent migration occurred. The target lesion was located in a calcified circumflex (cx) just distal to the 2nd obtuse marginal (om). A non-bsc guide catheter and an unspecified luge angioplasty wire were easily passed across the cx stenosis. The physician then advanced an unspecified apex balloon catheter to the lesion site and performed pre-dilatation. The result was less than expected so the balloon was exchanged for an unspecified non-compliant quantum maverick balloon and predilatation improved the result to 50% residual stenosis. The non-compliant balloon was withdrawn, and an unspecified taxus liberte paclitaxel-eluting coronary stent system was easily advanced across and placed at the target lesion. The stent delivery balloon was inflated and the stent was deployed. Upon deflation of the stent delivery balloon, the physician was unable to withdraw the balloon from the cx. A stopcock valve was used to maintain negative pressure on the balloon and the inflation device was removed. The inflation device was then placed back in "neutral position/condition" and more negative pressure was pulled on the balloon. Several attempts were made to pull the stent delivery balloon free of the cx. This resulted in pulling both the balloon and the deployed stent out of the target area into the more proximal portion of the artery which totally occluded the cx. The guide catheter tip was withdrawn from the left main (lm)artery into the aorta to maximize flow, but the guide catheter was stuck due to the stent delivery balloon and stent being stuck. The guide wire moved freely with the balloon catheter and in the artery. The guide catheter, delivery system and angioplasty wire were secured to the patient's groin and the patient was transferred to a different hospital. Upon arrival to the hospital, the physician gave a "simple light tug" and pulled the stent delivery system out of the patient. The physician felt the ambulance ride could have jiggled it free. After the stent delivery system was removed, flow down the left cx immediately returned. The guide catheter and angioplasty wire were then also removed and the "original obstruction was then back to 80+%". The deployed stent was no longer within the target lesion and resided in the proximal lcx. Despite the lcx being occluded for so long, there was less than expected rise in cardiac enzymes. The patient then underwent by-pass by side to side grafting of the left interior mammary artery to the left anterior descending artery as there were no adequate veins to harvest in the lcx. The patient was reported to be doing well and had been discharged home.